Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the lead site. It was also noted that the patient was experiencing diffuse weakness during the trial and that the patient had a fever, sepsis, cellulitis, and pneumonia. The patient was rushed to the emergency room. The physician indicated that the patients medical condition was not related to the procedure. The patient was given antibiotics and was doing well and in stable condition. The explanted device was not returned.